Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. The device data shows that the device generated an 0x14 alarm. During the investigation fluid was able to freely pass through the fluid path. No damages or defects were observed that would contribute to the device alarming. The cause of the occlusion alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl). The patient was reportedly bleeding from the insertion site (arm) while wearing the pod for between 25 and 36 hours. As treatment, a new pod was applied.